Event description:
#Medwatcher #(B)(4). Device was implanted at same time as depo shot (recommended). Heavy intermittent bleeding, cramping, and nausea for 8-9 months. At that point, elected to get confirmation hsg procedure done despite ongoing bleeding. This imaging showed correct placement, but initiated another round of very heavy bleeding which lasted another 6 months and then finally tapered off. Since essure placement, I have had constant lower abdominal pelvic pain with severe "twinges" occurring when I turn or twist or get up suddenly. Continuous low-grade right sided lower pelvic pain and mild nausea, low energy, brain fog. Four (4) days ago I got an lavh (laparoscopic-assisted vaginal hysterectomy) in order to remove these devices completely.